Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in the operating room for a scheduled generator replacement, significant crosstalk was seen on the ventricular channel during atrial pacing. Programming changes were suggested but were not made and crosstalk was still noted. Patient's condition was good and will continue to be monitored.